Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and review of the logs and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the issue.

Event description:
The hospital reported an error that caused a loss of mechanical ventilation during a case. The unit was restarted and case resumed. There was no report of patient injury.